Event description:
It was reported that there was intermittent chiller fault on the arctic sun device. However chiller was found to be faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was intermittent chiller fault on the arctic sun device. However chiller was found to be faulty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The device was evaluated and the reported issue was confirmed as it was noted that there was intermittent chiller fault on the arctic sun device. The chiller was found to be faulty. The failed chiller was replaced. The device underwent a 2k pm. Mixing and circulation pumps, heater and drain ports have been replaced as part of apm. The device passed all applicable testing and is ready for use. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.